Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss. There was no harm or injury reported.

Manufacturer narrative:
Gas leak alarm.esp person explained the nature of the alarm and based on the information they gave him regarding the patients hemodynamics and clinical picture, the alarm was likely caused by intubation with a peep greater than 8 paired with recent repositioning.